Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 252 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
The insulin pump was received no button response due to flattened act button dome switch. No button error alarm during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.